Event description:
It was reported that during a lap hernia procedure, the surgeon was using the device to fix the incision on the inside of the abdominal wall. While applying a lot of pressure, the instrument went through the patient's skin and into the surgeon's finger. Completed the case with two additional like devices. There was no patient consequence.